Event description:
A screw used to attach the scorpio 4 in 1 cutting block snapped and half of it was left embedded in the patient's femur. The end of the screw was unable to be retrieved and has been cemented over and the femoral prosthesis attached.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete and additional information will be reported in a supplement.